Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date 12/09/2015 - 12/10/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device was within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.